Event description:
It was reported that the customer had an a64 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised that the issue is not carelink or the meter, it is the insulin pump. The insulin pump will be replaced and advised that she can wear the insulin pump until replacement arrives.

Manufacturer narrative:
No alarms during self-test noted. The insulin pump passed the self-test. The insulin pump unable to download to the carelink software due to unexpected restart alarms in alarm history screen. The insulin pump alarmed due to corrupted history file. The test ultralink blood glucose meter communicates properly to insulin pump. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.